Manufacturer narrative:
(B)(4). Report source: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty surgery and approximately 7 years later a revision surgery was performed due to delamination of the device and metallosis. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The tibial and femoral components have been received for examination. On the articulation side of the tibial component the loaded area is surrounded by a mixture of layer and particle delamination. Within the loaded area most of the top layer is already peeled off and particle delamination is visible. Further, the area is partially polished and some orange-peel like structure can be observed. The anchoring side of the tibial component is missing a continuous part of the sulmesh. A thin layer of bone cement can be found on the remaining sulmesh. The bone cement is mainly plain and under certain lighting conditions some areas appear to be polished. There are some scratches on the edge of the metal back, which may have originated from the revision surgery. The metal back is fractured in two places. A fracture path runs from the fracture site at the curved edge towards the second fracture site until it reaches the area where the sulmesh has erupted. It is unknown whether the two fracture sites were connected. On the articulation side of the femoral component scratches in the direction of movement can be seen. The anchoring side exhibits bone cement and some bone remains anteriorly. In one area the cement seems to be broken off. The remaining cement shows a grid structure and only very slight cast signs of a spongy bone structure. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Medical records were not provided. The allegretto prosthesis was revised after approximately 7 years in vivo. On the articulation side of the tibial component a mixture of layer and particle delamination was be observed which might indicate material embrittlement due to oxidation. The material embrittlement in combination with mechanical stress can lead to cracking and delamination of the polyethylene. On the anchoring side of the tibial component, one part of the sulmesh is missing. It is possible that this part was well osseointegrated and broke off in vivo or during removal. On the other hand, the bone cement found on the remaining sulmesh does not show any spongy bone structure but some polished areas, which could point to loosening of this part. Therefore, it is possible that partial loosening of the anchoring surface led or contributed to the fracture of the metal back and that movement of fracture surfaces against each other may have led to metal wear. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
No further event information available at the time of this report.